Manufacturer narrative:
Investigation summary: a company representative went onsite to the customer facility to assist with troubleshooting and testing of equipment. Multiple procedural improvements were recommended based on observations of not following the procedure in the product insert. Training and technical tips were given. Root cause: customer procedural error. Source: email.

Event description:
Customer reporting a suspect false positive sars result for a nursing home patient. Customer communicated the sample was recollected and run at a local hospital with a negative result (method unknown). Symptomatic status of the patient is unknown.